Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) was not turning on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (clinical code & impact codes), h10, h11. Corrected fields: b5, b6, b7, d10, e3.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and verified that the the would not turn on. The fse replaced the power supply and the iabp turned on. When the unit turned on it alarmed, fault #54 and the fse replaced the solenoid driver board and fault #54 was no longer present. The fse then performed a pm, a full calibration and functional tests per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received the power supply and solenoid driver associated with this complaint. These part were received with a reported failure of the unit not turning on. The fat performed a visual inspection and found the part to be in good condition. The fat installed power supply into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Unit would not power on. The fat installed solenoid driver into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Unit would not turn on. Fat was able to confirm the reported issues of these parts. These parts are obsolete and not able to be sent to the supplier for failure analysis. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit is making a sound but does not startup.